Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp), with 7 bursts delivered, and 6 inappropriate shocks, due to atrial driven rhythm. Therapy was exhausted, according to the report. No additional adverse patient effects were reported.